Event description:
Sales rep reported that this anchor broke during insertion. It was noted that the surgeon did pre-drill prior to insertion of the anchor. It was confirmed that the broken piece of the anchor was not removed from the pt. The anchor broke at the very distal tip just under the bone surface leaving a small portion to remain in the pt. Sales rep stated again that the surgeon "did pre-drill appropriately" prior to attempting insertion. The pt had very hard bone quality. Surgeon experienced a 1/2 hour delay as a result and the surgery was completed using a competitor's metal screw. There was no pt injury reported.

Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure.